Event description:
---

Manufacturer narrative:
---

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a shock impedance measurement above 125 ohms. Another configuration was tried and it was at 125 ohms. All other lead measurements were in normal range. No adverse patient effects were reported. The patient's competitor device and this rv lead were deactivated as the patient was entering hospice care.